Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 is leaking. No patient involvement occurred.

Manufacturer narrative:
D4 UDI is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Cracked enclosure, discolored front cover and line cord. Foreign substance on block assembly and stripped interlock block. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. There was a rack in the enclosure formed near the drain fitting. The root cause of the reported issue was found to be wear and tear damage from regular use by the customer. Replaced the enclosure.

Event description:
Additional information received on 23-jun-2021: unit was leaking from the bottom. No patient involvement.